Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 512 mg/dl. The customer does not want to troubleshoot for high blood. The customer also reported that the insulin pump had blank display. The customer reported that the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and customer reports display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display returned after insulin pump restart. It was unknown if the auto mode was active during the reported event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.